Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The patient experienced a loss of pain relief. The patient also mentioned that the stimulation caused her to feel ¿locked up¿ and resulted in a fall. The source did not indicate why the lead migrated. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. The event resulted in unscheduled clinic or office visit. Diagnostic methods included imaging which showed that the lead migrated. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. Relevant medical history included: failed back surgery syndrome spinal pain.